Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was 235mg/dl. The drive support cap was normal. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with detached end cap. Unable to confirm compromised force sensor system alarm or perform the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to end cap anomaly.